Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead revealed an increase in pacing threshols. A rv lead dislodmgnet was suspected and an x-ray maybe performed in the near future. The lead was reprogrammed and the patient will be followed up at a later date. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.